Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an arc mark on the device can was observed. The device was tested on the bench and no anomalies were found. Further evaluation of the arc mark found no anomalies.

Event description:
This report is to advise of an event observed during analysis.